Event description:
The patient reported that their blood glucose level reached 17 mmol/l (306 mg/dl) while wearing the pod between 1 and 4 hours on their abdomen. It was noted that the cannula had dislodged from the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.